Event description:
It was reported that when removing the command 18 guide wire from the dispenser hoop, it was noted the tip was separated. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) / device history record (DHR) and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.